Manufacturer narrative:
According to the facility the "catheter bulb had broken and pieces of the bulb were seen in the tubing while in the patient". Per the facility the foley catheter was removed from the patient. No additional information is available. Sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the "catheter bulb had broken and pieces of the bulb were seen in the tubing while in the patient".